Event description:
It was reported that during a laparoscopic rectum cancer resection procedure, the tissue pad would move when squeezing ring handle. Another one was used to complete the case. There was no patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.